Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed o2 sensor calibration. There was no patient involvement.

Manufacturer narrative:
The srt determined the cause of the o2 analyzer calibration failure was caused by a defective o2 sensor. It was replaced with a new o2 sensor.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the initial sensor electrical output to be 9.0 millivolts (mv) which is within specification range of 9 and 13 mv. The oxygen (o2) sensor was installed into a lab use only (luo) electronic patient gas system (epgs). The system was calibrated while monitoring the sensor's electrical output and the output was steady and calibration was successful. At each setpoint, the system was left for five minutes with no adjustments. No significant changes observed on the central control monitor (ccm) or the o2 analyzer. The sensor was steady and performed within tolerances. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.